Manufacturer narrative:
The pump was received with a cracked case at the display window corner, battery tube threads and reservoir tube lip, as well as minor scratched display window

Event description:
It was reported that the customer had high blood glucose levels of 461 mg/dl. The mother of the customer reported a crack on the insulin pump by the battery compartment. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).